Event description:
The patient had 2 leads (from the same lot) implanted as part of their axium neurostimulator system. It was reported that the patient had their drg system explanted on (B)(6) 2017 due to ineffective stimulation.